Event description:
It was reported that the physician was attempting to use a integrity stent. The device was removed from its packaging as per IFU with no issues noted. It was reported that the device was implanted 17 days post it's expiry date. No patient injury reported.